Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed and a cause was not found. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during initial drain while the patient was connected. There was nothing found during the troubleshooting that could have caused or contributed to the reported event. The technical service representative advised the home patient to dispose of current supplies attached and start over with all new supplies, there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.